Event description:
Reportedly, a 29mm mitral valve was explanted after an implant duration of approximately 2 years (25.9 months) due to regurgitation. Per the customer report, mitral replacement (B)(6) 2010 severe mitral insufficiency. (B)(6) 2011- icc iii. (B)(6) 2011 - severe central insufficiency prosthesis. (B)(6) 2012 - it persists with dyspnea under normal efforts (to take bath, short walks), difficulty breathing while lying down (ortopnea).

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Operative reports and patient history were indicated as available, have been requested but have not been provided. No echocardiography report is available. Condition of the device at explant was described as pericardium fibrosis, thick. Device was sent for histopathology. Report has been requested but not provided. Device is not available for return and evaluation because it was discarded by the hospital. Pictures of the device at explant, as provided by the hospital, indicate heavy host tissue ovegrowth on outflow and minimal host tissue on inflow. Patient status: discharged. Patient was described as having dyspnea and icc iii. Mechanical valve was used as a replacement. No symptoms of infection reported. Conclusion: host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time.